Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that the insulin pump was dead and was not turning back on for 5 minutes. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. Customer stated insulin pump had low battery alert. Customer declined troubleshooting. The insulin pump will not be returned for analysis.